Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a detached lens cover and the transparent plate, which appeared to be attached to protect the camera lens inside the connection section of the camera head, had detached during reprocessing involving an olympus video adapter. There was no patient involvement.